Event description:
On (B)(6) 2026, a 70-year-old male with a history of gastrointestinal stromal tumor (gist) received histotripsy treatment to one hepatic lesion in segment iii of the liver with two overlapping treatments for a total planned treatment volume (ptv) of 49 cc. Immediately following the procedure, post-procedure imaging demonstrated a small hepatic hemorrhage. Due to the bleeding event, the patient required interventional radiology embolization of two branches of the hepatic artery to control the hemorrhage. The patient was subsequently admitted to the intensive care unit (ICU) for monitoring and management.

Manufacturer narrative:
No device malfunctions or other noteworthy events occurred during the case.